Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The returned product was visually inspected and confirmed the infusion cannula was detached from the infusion cannula line. The defect on the infusion cannula line most likely resulted in customers complaint. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The detached cannula would have likely caused or contributed to the customer's reported event. The detached cannula is related to an error during the supplier's assembly process. The supplier was notified of this complaint and issue. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, infusion was injected from the infusion tube into the viscous fluid control kit and into the eye, but the injection pressure was tested at about 20. However, the infusion cannula and tube were not fixed (came off). The surgery was completed on the same day, but it is unknown how it was completed. The procedure type was unknown. There was no information about patient impact. Additional information received clarifying that the metal tip part of the infusion cannula was detached from the tube of the infusion cannula.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).